Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection around the implant site. The patient was treated with a three week course of oral antibiotics (date not reported). The implanted device remains.